Manufacturer narrative:
(B)(4).

Event description:
It was reported that a an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, patient couldn't walk and was vomiting. The readings were 400-500 mg/dl but she cannot confirm if the reading were bg or cgm. She said that the symptoms started on the 20th and she was getting high readings. She started to take insulin manually and patient cannot recall if she was using a sensor during the time. The patient declined to provide further details about hospitalization. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.